Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a 24mm amplatzer septal occluder (lot: 8988610) was chosen for implantation utilizing a 10f amplatzer torqvue delivery system. During deployment of the device, the left atrial disc deformed in a cobra shape. The device was removed from the patient and a replacement 26mm amplatzer septal occluder (lot: 8918472) was used to complete the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There were no patient consequences or clinically significant delay. Patient was reportedly stable. There were no kinks or angulation noted in the delivery system and no interaction with cardiac structures.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information reviewed and returned device analysis, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, artmt600157386 revision b the recommended size delivery system for a 9-asd-024 is 9fna.